Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. Photographic inspection was unable to identify any defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿gaping hole¿ in the tube of a clearlink solution set. This was noted when the device was removed from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.